Event description:
It was reported that the procedure was to treat a de novo, bifurcation lesion between the proximal left anterior descending (lad) artery and 1st diagonal artery with no tortuosity and moderate calcification. After pre-dilatation was performed in the 1st diagonal, a 3.0x20mm non-abbott stent was deployed. Intravascular ultrasound wsa performed and a 3.5x20 mm non-abbott stent delivery system was advanced but the tip came in contact with the anatomy around the bifurcation. A 2.5x15 mm rx tenku balloon dilatation catheter (bdc) was advanced but failed to cross due to the anatomy at the bifurcation. Reportedly, it was assumed that there was a possibility that the non-abbott guide wire was caught between the stent and the vessel, thus a non-abbott catheter was used to help advance the non-abbott guide wire into the lad. The 2.5x15 mm tenku rx bdc was re-advanced but in vain. The 2.5x15 mm rx tenku rx bdc was then advanced into the 1st diagonal, the balloon was inflated and used as an anchoring balloon. A 3.5 mm non-abbott balloon catheter was advanced to the lad and the lad was dilated. An attempt was made to remove the rx tenku bdc but strong resistance was met with the non-abbott guide wire. Thus, the tenku bdc and non-abbott guide wire were removed out of the anatomy as a single unit. The bdc shaft became stretched and the non-abbott guide wire became damaged as a result. Reportedly, the 2.5x15mm rx tenku bdc was prepped by being flushed with saline; however, the balloon was not soaked. Kissing balloon technique was performed with unspecified balloon catheters. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Evaluation summary: the device was returned for evaluation. The reported stretched shaft was not confirmed. The reported resistance guide wire was not confirmed due to the condition of the returned device. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for resistance with the guide wire, stretched shaft or failure to advance reported from this lot. Because it was reported that the balloon catheter was not soaked prior to use, it should be noted that the preparation for use section of the rx tenku coronary dilatation catheter instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.